Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized due to high blood glucose and diabetes ketoacidosis on (B)(6) 2018 at 12:00 am with unknown blood glucose. Troubleshooting was not performed. Customer states the drive support cap appears normal. The reservoir will not be returned for analysis.